Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). G1: contact office phone: +1(724)351-2041.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a touchscreen that does not work. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator has a touchscreen that does not work. It was noted that the touchscreen needed to be replaced.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a proposal for repair; however, the proposal had expired, and no further actions were performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
A service engineer (se) reported that the touchscreen was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.